Manufacturer narrative:
Further information was requested but not received. UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented in the clinic for follow-up. Upon interrogation, the right ventricle lead exhibited noise episodes. The lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.